Event description:
The reporter stated, the surgeon inserted an aq2010v silicone three piece lens and the haptic was torn. The incision was enlarged to remove the lens, but sutures were not required.

Manufacturer narrative:
Evaluation - a visual inspection of the returned product found the lens optic torn, with pieces torn off and missing. There was evidence of clear surgical residue. Conclusions - based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.